Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device. An abnormality occurred in the electrical part(s) of the device which led to the displayed error message. The root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿inspection of the endoscopic image.¿ ¿when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage.¿ ¿do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, e315 scope error due to defective video connector, angles insufficient due to angle wires stretched, grip scratched, light guide tube damaged, angle knob scratched, scope connector cover worn, protector aged, switch aged, insertion tube scratched, video connector immersed, and light guide lens damaged. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera elite colonovideoscope exhibited e315 error-scope error, e216 error-scope communication error with reduced angle and light guide hose aging. The event occurred during preparation for use, prior to an enteroscopy procedure. It was reported that the procedure was completed using similar device with no delayed. There was no report of patient harm or user injury associated with this event.